Event description:
The consumer states while using the knee walker, the wheel allegedly fell off, causing the consumer to fall. No serious injury is alleged.

Manufacturer narrative:
No injury reported. Info received alleges the front wheel shattered and the consumer fell. Based on incidents of this type a potential for injury likely. Malfunction, however, is unconfirmed. MDR filed as a conservative measure.